Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported two issues that the patient experienced high blood glucose levels 400 mg/dl due to infusion set fell off during use because the insertion area was not cleaned and air-dried and was treated by correction bolus via pump and mdi on (B)(6) 2026.